Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Product was provided for investigation. An external visual inspection was performed and passed/failed. Test 1 was performed and passed/failed. Test 2 was performed and passed/failed. Test 3 was performed and passed/failed. Performance data was reviewed and signal loss was not found. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.